Manufacturer narrative:
Follow-up # 1 date of submission 11/22/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Two pump reboots were revealed in the pump history on the date of the event. No damage or evidence of moisture contamination was found to the battery compartment. The battery cap secured properly to the pump and maintained power; however, the battery cap dimensions did not measure within specifications. The pump was exercised for 24 hours with no power interruptions or warnings. The pump case was removed and no evidence of moisture ingress was found. No evidence of intermittent contact was found on the battery terminal contacts. An internal component was found detached and intermittently shorting.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging the pump experienced an issue with intermittent power when the pump powered off during adjustment of the screen contrast, but then powered back on normally when the pump¿s battery was taken out then reinserted. The reporter stated there was no damage to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged intermittent power issue remained unresolved with troubleshooting.